Event description:
Olympus was informed that during a therapeutic colonoscopy procedure, the image was lost when the subject device was near the cecum. There was no pt harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding this report. The user facility reported that the image started out fine but within five mins into the procedure, the image was lost. The intended procedure was said to have been completed with an unidentified endoscope. The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. The eval found the black and flickering intermittently when the control knobs and the bending section were manipulated. The reported phenomenon was attributed to the charged-couple device (ccd). The device was repaired and returned to the customer. This report is being submitted as a medical device report in an abundance of caution.